Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a diagnostic laparoscopic gyn procedure, two pk-cf0533 devices failed. It was reported that the first device activated intermittently, so a second device was opened. When plugged into the generator it began to activate on its own without pressing the blue activation button. The device was removed and a ligature device was used to complete the procedure. It is unknown if there was bleeding. The patient did not require a longer stay or additional procedures. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update the following sections. The cutting forcep was returned to olympus for evaluation. Visual inspection found the jaw alignment to be acceptable. Mechanically, the jaws opened/closed, the blade advanced/retracted, the lock engaged/released and the jaw rotated as designed. The device was tested with an olympus esu on sample tissue and it coagulated the tissue with no irregularities observed. The blue coag button had a good tactile feel on both sides. The blue button was then removed and revealed a collapsed left dome switch. The evaluation was not able to confirm the reported event. However, a collapsed left dome switch would cause a closed electrical circuit which could subsequently generate an error message on the esu or allow the coag function to activate with a very light touch or activate its own.